Event description:
Information was received indicating that this cadd ms3 pump beeped and stopped infusion and lost programming while in use with the patient. The patient reported that pump gave an alert 4 hours before the expected mix time. It was reported that this is the second time this event occurred. The patient switched to the back-up pump after reported event. No patient adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's reported problem was verified. While testing the device error 121 displayed with a continuous alarm. The motor was found to be faulty. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.